Event description:
It was reported that during a breast biopsy the holster made a strange sound and then it stopped working. After removing the holster they noticed that the green cable has exposed wires. They changed holsters and completed the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was damaged and exposed. To correct this issue the site replaced the green cable. The site also found the top and bottom frames had peeling paint and to correct this issue the site replaced the top and botton frame. The positioning spring was replaced due to it was damaged and the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed qa inspections. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.